Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site, (abdomen) while wearing the device. Upon removal of the pod at the insertion site the patient reports 2 lumps as well as redness. The patients husband had given the patient over the counter polysporin ointment. The patient went to the hospital where they were diagnosed with cellulitis. The site was drained and the patient was prescribed bactrim and keflex. The patient was released from the hospital after 3-4 hours.